Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. A CAPA was opened to address the issue of jamming. A follow up report will be filed if additional information is received.